Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k926214. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot number was unknown, it could not be investigated. In the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the involved radifocus guidewire broke off. On (B)(6) 2024 the patient was admitted to the operating room for catheter placement for hemodialysis, in the right jugular vein. A post-operative chest x-ray showed the distal end of the central venous catheter projecting into the right atrium and the presence of a linear metallic foreign body projecting from the pulmonary arteries. The patient was treated the following day for removal of the foreign body by interventional radiology. After visual analysis of the foreign body, it was noted that it was a piece of the terumo guide liner mentioned above, measuring approximately 25 cm long. The rest of the treatment went well for the patient. The peeled coating may have remained in the patient's body. The procedure outcome was not reported; however, the patient had serious injury.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the actual device was not returned, investigation of it could not be performed. Since the lot number was unknown, the manufacturing record and shipping inspection record could not be investigated. In the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. Since the lot number was unknown, the manufacturing record and shipping inspection record of the actual device could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."